Event description:
It was reported that the patient underwent a revision procedure due to cuff erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to cuff erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Additional information was reported that the patient was incontinent, the erosion was diagnosed by cystoscopy, the physician also placed a temporary urethra-catheter placement but no radiation. The components were originally implanted 11 years ago but exact date is unknown.

Manufacturer narrative:
Additional information- b5 and h6. Product investigation: product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event, and that erosion and urinary incontinence are included as potential adverse events in the product labeling. The investigation conclusion code of known inherent risk of device was chosen because this complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary. This conclusion is supported by the following objective evidence: product analysis summary: analysis of the returned device did not confirm a product malfunction as the most probable cause of the reported events. DHR review / similar complaint review: the lot information was not provided for the returned components so a DHR review could not be performed. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process (92297433). Risk review: the ams 800 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 800 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male ous, bsc (92116966 rev b). Additionally, the reported events do not contain an allegation against the labeling. Urethral erosion and urinary incontinence are both included as potential adverse events in the product labeling. No further review is required.

Event description:
It was reported that the patient underwent a revision procedure due to cuff erosion and incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The erosion was diagnosed by cystoscopy. During the revision procedure a temporary urethra-catheter placement but no radiation. The components were originally implanted 11 years ago but exact date is unknown. The device was returned, and the investigation results revealed that the window quick connector components were visually inspected, and microscopically examined. The product analysis was unable to confirm the reported events.